Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that during preparation of the clip delivery system (cds), the final arm angle (faa) was tested, but the clip opened while locked. Another faa test was performed, but the clip again opened. After locking and unlocking the clip several times, it passed the faa test; however, it was decided to replace the cds with a new device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The analysis indicated that the final arm angle (faa) could not be established as it was observed that the clip jumped open to approximately 65 degrees. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty establishing faa. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.